Event description:
The patient was given a sample of b & l renu moisture loc by her optometrist. As this was a sample size and the patient does not wear her contact lens all the time, the product was not used until late august 2006 while the patient was on vacation. She developed a central corneal ulcer that was initially treated as a bacterial ulcer. Her cornea and lens case were cultured and grew out fusarium specices. The patient was placed on natamycin and amphotericin b and is improving. Currently, she is taking amphotericin b every three hours and is progressing well. I anticipate that she will have a residual central corneal scar once she has completely healed.